Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the devices incorrectly displaying syringe volume was not confirmed or replicated during testing and a review of the device logs. Asm testing barrel, plunger position and plunger force accuracy tests were performed, test results showed that the device were working within specification. Syringe module volume detection accuracy was performed to ensure that the returned syringe modules are reading the syringe volumes within specification. The pcu or the pcu logs were not received for investigation. The syringe module event log contains limited information about the programming of the device and does not contain drug information. A review of the syringe modules error logs showed no logs. A review of suspect syringe module s/n 17304160 event log showed that there are no last programmed infusions. The log table begins on 12feb2025 at 3:53:27 am, the last log entries prior to dchu testing were recorded on 04mar2025 and 05mar2025 and only shown invalid keypresses while in not for human use mode. A review of suspect syringe module s/n 17306601 event log showed that there are no last programmed infusions. The log table begins on 12feb2025 at 4:17:57 am, the last log entries prior to dchu testing were recorded on 05mar2025 and only shown invalid keypresses while in not for human use mode. The alaris system v12.3 user manual has information about proper use of compatible disposables: ensure that the displayed syringe manufacturer and syringe size match the installed syringe. Mismatches can impact flow rate accuracy. Do not use incompatible syringe sizes and models with the syringe module. Use of incompatible syringes can impact pump operation resulting in inaccurate fluid delivery, delayed generation of occlusion alarms and other potential problems. Internal and external inspection of the suspect syringe modules found no irregularities. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect syringe module s/n: 17304160 wo: 01785754 the device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect syringe module s/n: 17306601 wo: 01785754 the device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the devices incorrectly displaying syringe volume could not be determined, a review of the devices logs found issues and laboratory testing showed that the devices correctly read the volume of a laboratory test bd 30 ml syringe within specification and no fault was found. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer is seeing issues regarding the volume of the syringe the pump is reading. The syringe is not picking up the correct volume compared to what is stated in the medication administration record (mar). Clinicians are nurses are getting warnings that the recorded volume/dose in the mar differs from what the medication volume is supposed to be. There was patient involvement, however outcome is unknown. Customer provided an example. A 10ml bd syringe was filled with 8.33ml of fluid, however the detected volume on the pump was 7.99ml of fluid. As a result, epic mar message showing discrepancies in rate. Mar rate 33.32ml/hr; pump rate 31.97ml/hr. Both the mar and pump are showing the correct dose to be delivered is 250 mg. Epic mar message presents for nurse to override; however, customer states the override messages do not really offer a good selection for resolution of this issue. Bd pharmacy consultant provided preliminary troubleshooting with the customer. The discrepancy the customer is noting falls within the +4% of expelled volume for sterile hypodermic syringes, single use. Additional information was received from the customer following a troubleshooting call with manufacturer representatives. Clinicians are priming the tubing with saline first, infusing med and then using "restore" to give the flush. Customer states it's happening in both nicu and pediatric unit. With both the 10 ml (model # 302995) and 20ml syringe sizes. Clinicians are selecting the correct syringe brand when installing the syringe on the module. Manufacturer representative reviewed that a number of factors that can influence syringe workflow especially when the volume in the syringe is slightly less than the order.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer is seeing issues regarding the volume of the syringe the pump is reading. The syringe is not picking up the correct volume compared to what is stated in the medication administration record (mar). Clinicians are nurses are getting warnings that the recorded volume/dose in the mar differs from what the medication volume is supposed to be. There was patient involvement, however outcome is unknown. Customer provided an example. A 10ml bd syringe was filled with 8.33ml of fluid, however the detected volume on the pump was 7.99ml of fluid. As a result, epic mar message showing discrepancies in rate. Mar rate 33.32ml/hr; pump rate 31.97ml/hr. Both the mar and pump are showing the correct dose to be delivered is 250 mg. Epic mar message presents for nurse to override; however, customer states the override messages do not really offer a good selection for resolution of this issue. Bd pharmacy consultant provided preliminary troubleshooting with the customer. The discrepancy the customer is noting falls within the +4% of expelled volume for sterile hypodermic syringes, single use. Additional information was received from the customer following a troubleshooting call with manufacturer representatives. Clinicians are priming the tubing with saline first, infusing med and then using "restore" to give the flush. Customer states it's happening in both nicu and pediatric unit. With both the 10 ml (model # 302995) and 20ml syringe sizes. Clinicians are selecting the correct syringe brand when installing the syringe on the module. Manufacturer representative reviewed that a number of factors that can influence syringe workflow especially when the volume in the syringe is slightly less than the order.